Event description:
Caller alleged four incidents of (B)(6) tni results where the cardiac panel was negative and the laboratory result was (B)(6). Caller only had information for one patient. Results as follows: patient presented with cardiac pain. Patient was admitted for raised troponin I. Customer was sent controls to test on the meter.

Manufacturer narrative:
Investigation pending.